Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 3298981. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero leaked at the hub. The following information was provided by the initial reporter: date of incident: on (B)(6) 2024 concern description: blood in the hub when you go to connect an IV line or syringe to an already inserted IV. There seems to be blood coming out of the hub, the blood is not visible. Nurse gets blood on their hands!!! No adverse event reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.